Manufacturer narrative:
H6. Investigation summary: bd integrated diagnostic systems initiated an investigation into missing barcodes on the hpv negative control for the bd viper lt and bd cor systems (catalog # 441993, batch # unknown). Bd investigation required review of customer returned photographic evidence and complaint trending review. Review of the customers returned photographic evidence revealed missing barcode information on hpv negative controls, thus confirming the customers complaint. There is confirmed complaint trend for missing barcodes on the hpv negative control for the bd viper lt and bd cor systems for the month of april, however no corrective actions are being taken at this time.

Event description:
It was reported that prior to use with control set for the bd onclarity¿ hpv assay the negative control tube was missing the barcode and lot number on the label. This occurred with one tube. No patient impact was reported. The following information was provided by the initial reporter: ¿there is no barcode and no lot printed on the negative control tube."

Event description:
It was reported that prior to use with control set for the bd onclarity¿ hpv assay the negative control tube was missing the barcode and lot number on the label. This occurred with one tube. No patient impact was reported. The following information was provided by the initial reporter: ¿there is no barcode and no lot printed on the negative control tube."

Manufacturer narrative:
D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.